Event description:
Had ziopatch for 14 days and when I took it off on (B)(6) 2026, it left a horrendous reaction from the adhesive. It is now (B)(6) and my skin is still scarred, dry, flaky, and irritated.